Event description:
It was reported that a restenosis occurred. On unknown date of 2021, the ramus intermedius was treated with a 2.25 x 24 mm synergy des. On (B)(6) 2022, the subject presented with unstable angina and was referred for the agent ide study. Angiography revealed 90% in stent restenosis, hence the same was treated with a 2.50 mm x 30 mm agent dcb study device successfully with 0% residual stenosis and timi flow of 3. The subject was discharged home with aspirin and clopidogrel. It was further reported in (B)(6) 2021, a 2.25 x 24 mm synergy drug eluting stent was placed at the ramus.

Manufacturer narrative:
D6a: implant date: unknown date of (B)(6) 2021.

Manufacturer narrative:
Implant date: unknown date of 2021.

Event description:
It was reported that a restenosis occurred. On unknown date of 2021, the ramus intermedius was treated with a 2.25 x 24 mm synergy des. On (B)(6) 2022, the subject presented with unstable angina and was referred for the agent ide study. Angiography revealed 90% in stent restenosis, hence the same was treated with a 2.50 mm x 30 mm agent dcb study device successfully with 0% residual stenosis and timi flow of 3. The subject was discharged home with aspirin and clopidogrel.